Event description:
On (B)(6) 2025, the user was disconnected from the pump overnight due to dexcom g7 continuous glucose monitor (cgm) issues and later experienced a high blood glucose (bg) of 400 mg/dl. Multiple bent cannulas were noted, and the agent guided through repeated site changes. Insulin delivery resumed, and bg trended down to 280 mg/dl by afternoon. The user's highest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected by supply change and ilet's corrective algorithm. No symptoms experienced by user and no medical intervention were reported during the event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.